Event description:
Viscoat applied during procedure found to have white crystalline deposits. An incision was made and viscoat was removed from the eye. New product placed without issue. Reported to manufacturer alcon. Lot 320d08h, exp: 02/28/2023.